Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient was taken to the cardiac catheterization laboratory (ccl) for impella placement. It was reported due to the patient¿s strong calcification and meandering of the iliac, the impella was not able to be implanted. Reportedly, the catheter shaft kinked, and it was thought with any additional force the blood vessel could rupture. The impella placement was aborted. No patient harm was reported.